Event description:
It was reported that via review of a remote transmission, the right ventricular (rv) lead exhibited high voltage (hv) lead impedance. The patient stated falling on his left shoulder the same day as the impedance increased. The patient presented to the lab and device interrogation showed the lead impedance was in-range. The lead will be monitored closely. There were no patient consequences.